Event description:
Three patient samples with discrepant potassium results. Patient 1: initial result gave 5.0 mmol/l; repeat gave 4.3 mmol/l. The field service representative determined the cause to be a problem with the ise reagents. Customer replaced ise reagents and primed ise system. Performance tests were performed and within specification.

Event description:
Three patient samples with discrepant potassium results. Patient 2: initial result gave 6.5 mmol/l; repeat gave 4.0 mmol/l. No adverse events reported in association with the results. The field service representative determined the cause to be a problem with the ise reagents. Customer replaced ise reagents. Customer replaced ise reagents and primed ise system. Performance tests were performed and within specification.

Event description:
Three patient samples with discrepant potassium results. Patient 3, initial result 11.9 mmol/l, repeat 4.2 mmol/l. The field service representative determined the cause to be a problem with the ise reagents. Customer replaced ise reagents. Customer replaced ise reagents and primed ise system. Performance tests were performed and within specification.